Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following an ablation procedure for atrial tachycardia with an unknown catheter using the rhythmia mapping system, the patient returned to the hospital when he noticed that he could not move his left eye. A magnetic resonance imaging (MRI) was performed and the patient was diagnosed with "suspected of having left oculomotor paralysis due to the procedure." The device is not expected to be returned for analysis. It was also noted that the patient had had a previous ablation procedure five months prior for atrial fibrillation as well. Despite multiple follow-up attempts, no further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following an ablation procedure for atrial tachycardia with an unknown catheter using the arrhythmia mapping system, the patient returned to the hospital when he noticed that he could not move his left eye. A magnetic resonance imaging (MRI) was performed and the patient was diagnosed with "suspected of having left oculomotor paralysis due to the procedure." The device is not expected to be returned for analysis. It was also noted that the patient had a previous ablation procedure five months prior for atrial fibrillation as well. Despite multiple follow-up attempts, no further information was provided. It was further reported that this complaint was received directly from the patient and no further information could be collected.